Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken molded insulator on the lower jaw. The broken piece measures approximately 0.63mm x 0.80 and was not returned with the instrument. The grip base for the grip with the cracked molded insulator is not bent. Common causes of the failure mode broken molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. Additional findings not reported by site: the instrument was found to have a detached fragment. The fragment was a result of the break on the molded insulator. The detached fragment was not returned with the instrument. The root cause of this failure is attributed to user.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found that the clamp tip of the single port maryland bipolar forceps instrument had peeled off. The procedure was completed with no reported injury.